Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, there was leakage of the trocar. It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.